Event description:
Complaint ticket documents customer reports related to amplification detection unit (adu), and reaction vessels (rv) ejection failures (also known as popping rv's) after installation of the technical service bulletin (tsb) 640-060 [001] procedure to lower the amp-detect clamp height and update the amp-detect personality, on an alinity m system, ln 08n53-02. This complaint was linked to a previously conducted investigation which confirmed a product deficiency for the alinity m system, ln 08n53-02, and for the tsb 640-060 [001].

Manufacturer narrative:
Investigation into this complaint concluded it was related to a previously confirmed investigation. Complaint documents completion of tsb 640-139 and clearly indicated adjusted or failed for the adu board values. Urgent field safety notice / field correction recall (fa-am-dec2021-263) and a technical service bulletin were issued december 6, 2021 to address this issue. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. This action was communicated to the FDA on november 6, 2021. The following mdrs were also reported as related to fa-am-dec2021-263 (482-risk): 3005248192-2021-00115 follow up report 1, 3005248192-2021-00443, 3005248192-2021-00445, 3005248192-2021-00508, 3005248192-2021-00509, 3005248192-2021-00510, 3005248192-2021-00511, 3005248192-2021-00512, 3005248192-2021-00513, 3005248192-2021-00514, 3005248192-2021-00515, 3005248192-2021-00516, 3005248192-2021-00517, 3005248192-2021-00518, 3005248192-2021-00519, 3005248192-2021-00520, 3005248192-2021-00521, 3005248192-2021-00522, 3005248192-2021-00523, 3005248192-2021-00524, 3005248192-2021-00525, 3005248192-2022-00013, 3005248192-2022-00014, 3005248192-2022-00015, 3005248192-2022-00018, 3005248192-2022-00020, 3005248192-2022-00021, 3005248192-2022-00022, 3005248192-2022-00025, 3005248192-2022-00026, 3005248192-2022-00027, 3005248192-2022-00028, 3005248192-2022-00029, 3005248192-2022-00033.